Manufacturer narrative:
This report is filed (B)(4) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient developed a lesion at the magnet site which was treated with a topical antibiotic. The implanted device remains.